Manufacturer narrative:
Pt data not currently available. A f/u report will be submitted when the investigation is complete.

Event description:
The customer reported the ECG waveform is not displayed on invasive arterial blood pressure from def sync output on the tram 451. There was no reported pt injury associated with this event.